Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The material number has been updated. See the cs information request. The corrected information is provided in this follow up report. The PMA/510(k) number has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The material number has been updated. See the cs information request. The corrected information is provided in this follow up report.